Event description:
The facility reported that as they were rotating the seat around into the bath during a pt transfer, there was a loud bang. Suddenly, the arm and seat assembly tipped over, dropping the resident into the bath and popping the side of the bath out. No injuries were reported. (B) (4).